Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the peek intraline anchor had to be explanted after the anchor failed.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: anchor failed on the most distal tip. Probable root cause: design: anchor not compatible with prepared hole size. Anchor thread design makes insertion too difficult. Inserter/anchor material/design too weak. Anchor tip geometry not sharp enough for application. Process: inserter, implant, manufactured out of specification. Application: excessive force torquing anchor or lateral force applied during insertion. Not enough axial force during insertion. Use of wrong tap - improperly prepared hole. Bone to hard for anchor insertion. Bone not hard enough to maintain screw purchase. No pilot hole prepared. (B)(4).

Event description:
It was reported that the peek intraline anchor had to be explanted after the anchor failed.